Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device could not communicate with the imaging device. The site representative mentioned that the site was able to connect the imaging device to another navigation device on site. This issue occurred before a procedure and there was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that this is the existing port issue that was fixed in o.s. 1.0.4. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was "ac line power loss detected", alerted the user "ac power lost. Mobile view station (mvs) will power down in 2 minutes. Check ac line power and/or mvs circuit breaker" and lost connection to navigation device as a result. There is nothing in the log indicating this event is software related. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.